Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Damaged optic after implantation. Lio with a broken lens (already pre-loaded in the injector). It was necessary to remove the iol and implant a new one immediately afterward. The incident was detected during the use of the product in corneal transplant with phacoemulsification surgery. Iol was explanted on (B)(6) 2026. Problem code: a0404 - crack.